Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 483 mg/dl, which was treated with eight units of manual injection. The customer stated that the insulin pump was dropped. The customer does not use the sensor feature. They were unable to rewind the device. The customer also stated that prior to the motor error alarm there were several no delivery alarms. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.